Manufacturer narrative:
Event estimated date. The UDI is unknown as the part and lot numbers were not provided. The device was not returned for evaluation as the customer reported the device was discarded. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported difficulty removing the device appears to be related to operational context. The investigation determined the reported deflation problem appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Event description:
It was reported that an unknown 5.0 diameter nc trek was successfully used in the mid left anterior descending coronary artery, but the nc trek did not fully deflate. There was difficulty retracting the nc trek into the guide catheter extension, so the nc trek, along with the guide catheter extension were removed as a unit with the guide catheter. The procedure continued with a non-abbott balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.